Event description:
Additional information received from the healthcare provider noted that the infection resolved. Risk factors that applied to the status of the patient before implantation of the device included: autoimmune disorder and corticosteroid use. It was noted that this occurred remote from initial placement x two years.

Event description:
It was reported that the patient experienced an infection. The patient had an opening over incisions which was draining pus with a cutaneous fistula tract. The doctor stated that the area had been open for about a month. The doctor will be treating the patient for cellulitis and if that fails they will reopen, clean the pocket and replace the implantable neurostimulator (ins) in the pocket. The doctor stated that the ins may be too superficial. The reporter did not receive any complaint of changes in therapy and believed that the patient was still getting good therapy because of the plan of action that the doctor had chosen. A picture of the issue was included in the documentation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va0540e, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received from the manufacturer's representative noted that the doctor treated the patient with antibiotics and there was no infection. The fistula did not close. It did epithelize and left a small hole. This morning the doctor opened the original incision, irrigated and cleaned the pocket and closed the incision. The doctor was going to see the patient in two weeks to follow up.